Event description:
It was reported by a customer in the USA that, an 840 ventilator graphic user interface (gui) display was blank. There was no pt involvement.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the malfunction with the customer over the telephone. The customer informed to have replaced the upper liquid crystal display (lcd) panel which has not resolved the issue. The covidien customer support engineer (cse) evaluated the device, replaced the graphic user interface (gui), printed circuit board (pcb), and upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within mfg specifications. (B)(4).